Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received power error detected and failed battery alarm. The customer¿s blood glucose was 109 mg/dl. Troubleshooting steps were performed for failed battery and power error. Customer states pump did not alarm battery failed alarm. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.